Manufacturer narrative:
Complaint no: cmplnt-(B)(4). On an unknown date in (B)(6) 2013, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection of their transfer set and titanium adapter and subsequently acquired peritonitis. On an unspecified date (same month as onset) the pt woke up in the morning and found his transfer set had disconnected from the titanium adapter. Subsequently, the pt experienced peritonitis manifested by pain. The pt was not hospitalized for the event. On an unknown date (same month), the pt was treated for the peritonitis with unknown antibiotics in the solution bags. One day prior to the disconnection, the pt had his catheter (non-baxter product) repaired (due to a hole) and stated he believes the transfer set may not have been re-connected tightly enough at that time causing the disconnection. At the time of this report, the pt was recovered from the peritonitis and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.